Manufacturer narrative:
(B)(4). A xena ii graphic user interface (gui) printed circuit board (pcb) was returned for investigation. A visual inspection was conducted and no anomalies were observed. Functionality tests were performed by using a test ventilator, which successfully passed all tests as detailed in the 840 ventilator service manual. The unit was attached to the failure investigation test ventilator for analysis, and powered up normally, with no errors recorded. The unit passed all tests and calibrations, and no errors were recorded in the logs. The device ran successfully in ventilation mode for 24 hours without errors or alarms being observed during the run in period. The gui pcb was brought to production for functionality testing, and it passed all tests per the 800 series gui functional test stand test procedures. The results were documented on a product history record, part number 10020122, and attached to this complaint for reference. In conclusion, no root cause was identified, as the returned component was found to be operating within the manufacturing specifications. The customer reported malfunction was neither duplicated nor verified.

Event description:
Customer reported that an 840 ventilator had error code xp129 (graphical user interface (gui) was inoperable). Device was being used on a patient when event occurred. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui central processing unit (cpu) printed circuit board (pcb). Device passed all tests.